Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008, predilatation was performed prior to stenting of the mid lad with two xience v stents, one xience v stent in the proximal lad and one xience v stent in the obtuse marginal. No procedural complications were reported during the index procedure. In 2009, the pt was rehospitalized with chest pain/angina. The following day, the pt underwent a coronary angiography and restenosis was noted in all four xience v stents implanted during the index procedure. Plain old balloon angioplasty was performed on all four stents. The pt was discharged six days later. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. The pt effect of angina and restenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Hospitalization, restenosis and angina are listed as potential post-procedure complications. A definitive cause for the reported pt effects and the relationship to the product cannot be determined. The three xience v everolimus eluting coronary stents indicted are being filed under the same MFR number.